Event description:
It was reported that after wearing the pod on the arm between 24 and 36 hours, the site was tender, painful, infected with pus and the blood glucose (bg) levels rose up to 20 mmol/l (360 mg/dl). The patient consulted the doctor who prescribed antibiotic (name unspecified) to be taken for a week, and basal rate was increased to 90%.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.